Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th and 19th distal stent segments with struts slightly raised, also 28th, 29th, 33rd and 34th distal stent segments with struts raised. Numerous kinks were evident along distal shaft; 5.2 cm, 6.3 cm, 11.8 and 28.1 cm proximal to the distal tip. Deformation was evident to the distal tip, tip was torn. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an endeavor resolute drug eluting stent to treat a patient's unprotected left main and proximal lad which had some calcification and no significant angulation/tortuosity. No damage was noted to the device packing. No difficulties were noted when removing from the device from the hoop and no damage noted. The lesion was pre-dilated. It was reported that resistance was noted, and the stent could not be advanced across the lesion. The stent was not deployed in the patient. There was no patient injury reported and there was no additional intervention necessary. An alternative, non-mdt stent was successfully deployed. There was no difference in the force required to advance the endeavor resolute and the force used to advance the non-mdt stent. Following product analysis deformation was found on the stent on the device and the conclusion code was changed from positioning difficulty to stent deformed in vivo during positioning.